Event description:
It is reported that the pt underwent surgery in 2005. The following month, it was discovered that the lag screw started to slide and cut-out. The next month the lag screw was explanted.